Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user contacted her stating that the seat is ripped on the chair. No alleged injury.